Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Device passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during set change. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer did the rewind and received another motor error alarm, along with a motor position encoder error alarm. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.